Event description:
It was difficult to recharge the implantable neurostimulator. The recharger would confirm the implantable neurostimulator was 50% full and recharging, and then show an empty battery after approx 1 minute, indicating coupling had been lost. The pt had the same experience using a different recharger. The device was implanted at about a 30 degree angle; the device could be charged by pressing the superior part of the charger into the pt's hip at a 30 degree angle. In 2008, a flipping ipg was noted resulting in difficulty charging. One month later, the stimulator was no longer giving good stimulation. The device was interrogated and there were no impedances and open circuits at all 16 electrodes. One month later a pocket revision was done. Fluoroscopic images were taken. The implantable neurostimulator was anchored at only one suture loop. The flipping of the implantable neurostimulator frayed the extension connectors and stretched and broke the extensions. The extensions were replaced. Impedances were good afterward. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Result code = extensions. The extension was returned to the MFR on 06/03/2008 for analysis. The extension was twisted together with another extension. The wires, wire insulation, and outer tubing was broken and pulled apart near the distal end. Final device analysis revealed that all conductors and wires were broken from overstress damage.